Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured.(B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm 100bx 1200 USA were unable to deliver medcation during use. The following was reported by the initial reporter: "it was reported that the insulin does not eject all the way. Verbatim: product name bd nano ultra fine pen needles (320122). The needles do not always bead and have to be replaced. There have been multiple times when the insulin does not eject all the way which causes problems in the amount I am actually getting. I then have to replace the needle. Information from email copied and pasted below: email received (B)(6) 2021 20:22:52i am not happy....I use both humalog and tresiba to treat my diabetes and use the bd nano ultra fine pen needles for both.there have been too many times when the needle does not create a bead which makes me have to replace it in order to get the dose of insulin I need. There have been times when the needle does not allow the release of the proper amount of insulin causing me to have to use a second needle to get the prescribed dose. I have wasted and thrown away more needles than I care to count and am totally aggravated with your product. Yes, I am careful. Yes, I know what I am doing and yes I have no control over the faulty product. I have spoken to both the pharmacist and my md who both suggested that I contact you since you make the needles. Not a happy customer."